Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while unpacking a case of bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) that there was mixed product. The case contained bd bbl¿ chocolate ii agar (gc ii agar with hemoglobin and isovitalex¿). There was no health impact or consequences reported.

Event description:
It was reported while unpacking a case of bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) that there was mixed product. The case contained bd bbl¿ chocolate ii agar (gc ii agar with hemoglobin and isovitalex¿). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary during manufacturing of material 221283, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 3320320 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. The products are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaint has been taken on batch 3320320 for this defect. There were no retention samples available for investigation of this complaint. Three photos were received for investigation of this complaint. 2 photos show the sample details on shelf pack, one photo shows the media received is not the same as the shelf pack details. No returns or retains were available for investigation of this complaint. This complaint can be confirmed. No complaint trend for packaging issues have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.